Event description:
It was reported that during a surgical procedure at the user facility the housing of the device opened and the battery fell out. It was confirmed that nothing fell into the surgical incision site. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the housing of the device opened and the battery fell out. It was confirmed that nothing fell into the surgical incision site. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Manufacturer narrative:
The reported event of a problem locking the batteries was confirmed by a manufacturer repair technician during visual inspection. Upon disassembly, it was discovered that a delrin ball was missing. Possible causes for this disassembly include wear due to extended use, mechanical damage, or degradation due to extended autoclaving. The battery is not a repairable device and will therefore not be returned to the user facility.